Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump passed visual inspection, leakage and functional test. Regarding the cuff kink resistant tubing (krt) it was observed to be kinked due to tool damage. Cuff passed leakage test. Finally, in the balloon kink resistant tubing (krt), it was also observed to be kinked due to tool damage. Balloon passed leakage test. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.